Manufacturer narrative:
Concomitant medical products: t510c29 tissue valve, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the caller that the patient was shocked four time by the cardiac resynchronization therapy defibrillator (crt-d). It was further reported by the caller that the patient was seen in a hospital in the (B)(6) and the physician stated the device was not working. The device remains in use. No further patient complications have been reported as a result of this event.